Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was running elevated blood glucose levels in the 300 mg/dl range with no symptoms. The reporter indicated that they believed the pump may not have been functioning correctly related to the elevated blood glucose levels. The reporter indicated that the pump was not available for review at the time of the call. Animas attempted to follow up with the reporter but has been unsuccessful at this time. The reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the allegation of a potential pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.